Event description:
It was reported that a pericardial effusion (pe) occurred. During a concomitant case using farapulse and watchman left atrial appendage (laa) closure, a farawave ablation catheter was selected for use, and a pulmonary vein isolation (pvi) was performed. The farapulse catheter was removed. During the laa closure procedure, versacross connect transseptal kit was selected for use to perform transseptal puncture (tsp), along with a watchman trusteer access system (was). Two tsp attempts were required. A 27 mm watchman flx pro closure device and delivery system (wds) was inserted, advanced, and deployed and required a total of four (4) repositions. During the wds deployment, a pe was noted on echocardiogram imaging. There was no drop in blood pressure or other signs of cardiac tamponade noted. But due to the observation by the echo physician, the implanter decided to do a pericardiocentesis but did not find blood in the pericardium, so no pe was confirmed. The wds was determined to meet release criteria, so the closure device was released and implanted with complete seal noted. The procedure was concluded. The patient was held overnight, and an echocardiogram was performed the following day with no issues identified. The patient is fully recovered.